Manufacturer narrative:
Approximate age of device is 4 years and 11 months. The explanted device is being held at the implanting center for their evaluation and reportedly may be returned to the manufacturer for analysis at a later time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted at a local hospital some time ago with non-specific chest pain. The local hospital later contacted the implanting center to report that the patient had a driveline infection which they were going to treat. The local hospital contacted the implanting center to schedule a follow-up outpatient appointment when the patient was discharged. On (B)(6) 2016, the patient was admitted to the implanting center due to ¿strange readings on the device" and hematuria.¿ at the time of admission, the patient¿s inr was 1.4. The center consulted with the local hospital where the patient had initially been seen and it was determined that a junior doctor had treated the patient with vitamin k, which completely reversed the patient¿s inr. Treatment with tirofiban was initiated which appeared to stabilize the pump parameters; however, after a few days, unspecified pump parameters started to spike again. The patient was treated with tirofiban again which did not resolve the fluctuations in device parameters or lab parameters. The device was subsequently exchanged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A review of the submitted system controller log files confirmed elevations in pump power. Some power elevations showed a corresponding decrease in the pulsatility index (pi). Based on the manufacturer¿s previous complaint experience, the captured increases in pump power and decrease in pi can be associated with possible thrombus. However, a correlation between the device and the elevations in pump power, hematuria and driveline infection could not be conclusively determined. Device thrombosis, hemolysis and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient returned to the normal medical ward and was doing fine. The patient had stable device parameters and was to receive recovery testing as recovery was suspected.